Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-pf injector and the haptic torn when trying to place lens in patient's eye, lens entered only half way. The surgeon enlarged the original incision to remove and replace lens with another same model lens and suture required to close incision. The reporter stated that the likely cause of the lens damage was due to a loading error.